Event description:
On (B)(4) 2014, the patient/lay user contacted lifescan (lfs) USA alleging that his onetouch ultramini meter had a power issue ¿ meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue started on (B)(6) 2014 at 6am. The patient manages his diabetes with an insulin pump and denies making any adjustments to his medication dose due to alleged power issue. The patient denies developing any symptoms. However, on (B)(6) 2014 at 8:00am. The patient stated his blood glucose measured ¿1100 mg/dl¿ when tested with a hospital meter and was treated by a health care professional (hcp) in the emergency room (ER) with insulin. At the time of troubleshooting, the cca noted that there was no misuse of the product, it was not the first time being used and confirmed the correct strips were being used. Cca also noted the subject meter would power on manually when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for symptoms indicative of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.